Manufacturer narrative:
(B)(4). Advancer. The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, two clips were fed at the same time. It is possible that the feeding issue occurred as a result of the trigger not engaging the anti-backup ratchet prior to releasing; however, no conclusion could be reached as to what may have caused the found condition. During the next firing sequence, the tip of the advancer slid toward tissue stop causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. The device locked out as intended but the orange indicator was not visible. This finding is not related with the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the tip of the advancer was noted to be bent. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the device was fired the clips did not come together in the middle. There was a gap in the middle of the clip. A new device was used to complete the procedure. There was no patient impact.